Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic discomfort ('pelvic pressure'), device breakage ('product remains (five remains of the device) in her body') and adverse event ('disabling symptoms/ handicap in life') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In 2003, the patient experienced illness ("sick"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion disability), depressed mood ("unhappiness") and complication of device removal ("product remains (five remains of the device) in her body"). The patient was treated with surgery (fallopian tubes were removed and surgery to remove the remains). Essure (ess205) was removed. At the time of the report, the pelvic discomfort, device breakage, adverse event, depressed mood, illness and complication of device removal outcome was unknown. The reporter considered adverse event, complication of device removal, depressed mood, device breakage, illness and pelvic discomfort to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: no new clinical information received. Malfunction field was selected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic discomfort ('pelvic pressure'), device breakage ('product remains (five remains of the device) in her body') and adverse event ('disabling symptoms/ handicap in life') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In 2003, the patient experienced illness ("sick"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion disability), depressed mood ("unhappiness") and complication of device removal ("product remains (five remains of the device) in her body"). The patient was treated with surgery (fallopian tubes were removed and surgery to remove the remains). Essure (ess205) was removed. At the time of the report, the pelvic discomfort, device breakage, adverse event, depressed mood, illness and complication of device removal outcome was unknown. The reporter considered adverse event, complication of device removal, depressed mood, device breakage, illness and pelvic discomfort to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic discomfort ('pelvic pressure'), device breakage ('product remains (five remains of the device) in her body') and adverse event ('disabling symptoms/ handicap in life') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In 2003, the patient experienced illness ("sick"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion disability), depressed mood ("unhappiness") and complication of device removal ("product remains (five remains of the device) in her body"). The patient was treated with surgery (fallopian tubes were removed and surgery to remove the remains). Essure (ess205) was removed. At the time of the report, the pelvic discomfort, device breakage, adverse event, depressed mood, illness and complication of device removal outcome was unknown. The reporter considered adverse event, complication of device removal, depressed mood, device breakage, illness and pelvic discomfort to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: ha number received - ps/pf/49467. No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic discomfort ("pelvic pressure"), device breakage ("product remains (five remains of the device) in her body") and adverse event ("disabling symptoms/ handicap in life") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In 2003, the patient experienced malaise ("sick"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion disability), depressed mood ("unhappiness") and complication of device removal ("product remains (five remains of the device) in her body"). The patient was treated with surgery (fallopian tubes were removed and surgery to remove the remains). Essure (ess205) was removed. At the time of the report, the pelvic discomfort, device breakage, adverse event, depressed mood, malaise and complication of device removal outcome was unknown. The reporter considered adverse event, complication of device removal, depressed mood, device breakage, malaise and pelvic discomfort to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: quality-safety evaluation of ptc. Following company internal review the event "product remains (five remains of the device) in her body" was duplicated and coded to (B)(4): device breakage (already in the case) and (B)(4): contraceptive device removal incomplete (added). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic discomfort ("pelvic pressure"), device breakage ("product remains (five remains of the device) in her body") and adverse event ("disabling symptoms/handicap in life") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In 2003, the patient experienced malaise ("sick"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion disability) and depressed mood ("unhappiness"). The patient was treated with surgery (fallopian tubes were removed and surgery to remove the remains). Essure (ess205) was removed. At the time of the report, the pelvic discomfort, device breakage, adverse event, depressed mood and malaise outcome was unknown. The reporter considered adverse event, depressed mood, device breakage, malaise and pelvic discomfort to be related to essure (ess205). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.